Manufacturer narrative:
Customer complaint: reported that the intravenous (IV) pump was not working. When the pump was turned on, it just sounds like continuous pumping, but does not actually pump the medication. Tests: self-test and visually inspect. Self-test passed. Visual inspection performed and found cracked lip on the fluid shield. The customer compliant wasn't confirmed that the device did a continuous pumping sound. The probable cause is not found, no issues with the device. Wear and tear on the fluid shield. Further testing finds that the delivery accuracy test performed as expected and there was no under delivery. The line a infusion stopped approx. At 3ml due to the user key press event time to start piggyback infusion.

Event description:
It was reported that a plum 360¿ infuser was not working, during use, in the emergency department. When the pump was turned on, it just sounds like continuous pumping, but does not actually pump the medication. The pump was transferred to biomed following the event. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.